Event description:
It was reported that an ems was used during a laparoscopic hernia. It was reported by the affiliate that there were malformed staples. There was no consequence to the pt. 10/2/1998 add'l info from affiliate. A second device was used to complete the case.